Event description:
Customer reported that she was trying to change out the reservoir. When she was filling the reservoir she pulled the plunger to hard and the insulin leaked out, on to the insulin pump. Customer stated the leak was on the bottom of the reservoir. Fluids were noted in the reservoir compartment but the device did not have cracks or splits in the barrel. Customer's blood glucose was 144 mg/dl. No alarms noted on the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.